Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she received the replacement patient programmer (pp). The patient reported that she was having trouble with her ins. The patient reported that she went to use her pp and couldn¿t her ins to turn on. The patient reported that she charged the ins battery to 1/3 or ¼ and tried to use the recharger to turn the therapy on, but was not able to. The patient started a charge session to confirm battery level. The patient was able to start a charge session, which showed the ins battery charging from zero to a quarter. It was reviewed that this meant that the ins battery was less than a quarter full. The patient reported poor coupling and that she was only able to get 2 coupling bars. It was noted that the poor coupling had been an ongoing issue for the patient. The patient reported that she could sometimes get 4 coupling boxes, but had a lot of trouble getting 4 boxes. The antenna was repositioned over the ins and the antenna dial was turned, but these did not resolve the issue. The antenna locate feature was reviewed and then attempted, but did not resolve the issue. The patient was able to briefly get 4 coupling boxes, but it dropped to 0-2 after further troubleshooting. It was recommended that the patient keep charging until the ins with as many coupling boxes as possible and they try using the pp again once the battery was a quarter full. The patient also reported severe pain, but couldn¿t get stimulation turned on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the reason for the ins being tilted was unknown and that the patient's weight had not fluctuated, and that they had not fallen. There was additional tissue between the ins and the surface of the skin. The patient was going to try the recharging techniques that the rep provided, as they there able to get an excellent signal. It was not determined if the patient would get a pocket revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was unable to recharge with ease. Both of the patient's shoulders are bad, and the patient has a battery that is tilted in the pocket. A manufacturer's representative (rep) stated the patient may need a pocket revision if they continued to have difficulty recharging. The patient was able to get an excellent signal and guide the patient through tips to help recharge. The rep reported the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the poor coupling was that the device was slanted. The patient stated that they contacted the surgeon to schedule surgery to correct it. The patient noted that the poor coupling and the inability to turn the stimulation on was not yet resolved as they have to meet with the surgeon.